Event description:
It was reported that the user briefly entered a pool with the ilet pump connected and subsequently could not power on the device or use the sleep/wake button. Symptoms included no reported changes in blood glucose and no clinical symptoms. Outcomes included no alerts or alarms and no medical intervention. Investigation included remote troubleshooting and user education, verification of shipping details, and arrangement for replacement and return of the affected device. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.